Event description:
Upon interrogation of the ICD device involved in this MDR report, a warning message ("warning: invalid calibration constants") was displayed. The physician was requesting an explanation about this warning. (This interrogation was performed to program therapies to off, prior to a scheduled re-intervention to replace the lv lead).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B) (4)): message was displayed during interrogation. The device remains implanted. (Other): since the device remains implanted, the files from the programmer that was used were retrieved and reviewed. (Other): the files showed that there was an error in the calibration value buffer leading to the reported warning message. (Other): in accordance with the specifications, the warning will be displayed upon each future interrogation unless the shock vector is reprogrammed and returned to this original setting which will clear the warning message. (B) (4). Final analysis - 04/06/2009: upon interrogation, the different calibration values stored in the device memory were checked; one single bit value was found incorrect in two different memory locations, which let to an update of these values through the programmer and to the triggering of the above mentioned warning, as specified. The origin of this incorrect value remains unknown; however, this was not a permanent behavior of the implanted ICD. Possible explanation for modification of a calibration constant include a single-event upset (seu) that modified memory contents due to external ionizing radiation; a telemetry error due to electromagnetic interference (emi) during communication between the programmer and the implant; or an intermittent defect in this location in memory. Because the parameter did not alter after the initial interrogation, the most likely explanations are seu or emi, which are unexpected to recur. In accordance with the specifications, the warning will be displayed upon each future interrogation, except if a specific combination of the shock vector is reprogrammed (as described above). Reportedly, upon scheduled follow-up on (B) (6) 2008, the warning message disappeared from the overview screen after the above described procedure was performed. All testing was satisfactory then. If the warning message recurs, an intermittent defect in ICD memory could be present, and the manufacturer should be consulted for further testing.